Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about three r-pilot breakages during different treatments. This report is for the first orf three reported events. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The involved r-pilot 25mmis actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1602138). Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.